Event description:
The following has been reported: use of syringe pump with 60ml bd plastipak syringe. Flow rate set at 8ml/h with xylocaine 2% in normal mode. Difference between the programmed quantity and that delivered after 3h30: 40ml instead of 28ml. Anaesthesia extended by 2 hours to avoid convulsions. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and multiples direct bolus at 800m/h in addition to the ongoing infusion at 8 ml/h have been performed which increase the volume infused and decrease the infusion time. So, the theoretical volume infused can't be 28ml as reported by the customer in 03h30 due to these boluses. The reported device was received in brézins for investigation. According to our investigation nothing visual was noticed during the external inspection. Then all the tests available on agilia partner, except dielectrical tests, have been performed on the device and were found compliant with the specification. A flowrate test was performed at 8ml/h during 4 hours with bd plastipak 50cc and with a pressure threshold of 900mmhg and was compliant compared to IFU specifications (+/- 3%). Quality control was successfully completed with no malfunctions detected. For this complaint, the reported issue could not be reproduced, the device operated in accordance with its specifications and no root cause was identified, the complaint is therefore not valid. However, the preventive maintenance is overdue on this device and need to be performed. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.